Event description:
It was reported the replacement tubing was observed separated from the joint of a prismaflex m150 set which resulted in an external fluid leak during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic sample, the replacement line (connected to deaeration chamber and y connector) was observed disconnected from the y connector. The reported condition was verified. The cause of the event was due to lack of solvent on the tubing during the assembly process while manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.